Event description:
Additional information received indicated the previously reported event of noise resulted in oversensing.

Event description:
It was reported episodes of noise were observed on the atrial lead. The device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information received indicated that low sensing was observed on the atrial lead. Additionally, atrial lead damaged was suspected, but not confirmed. Atrial lead provocation was performed, and the previously reported event of noise was reproduced.